Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is an initial mail to record a product complaint by a consultant in (B)(6). Surgeon¿s name is mr (B)(6). He revised a hip yesterday evening and removed a 36+5 ceramic head and 52/36 metal liner. Pinnacle cup and corail stem remained in situ as they were solid and well fixed. Surgeon revised liner to 52/32 lipped marathon poly and 32+4 delta ts revision head. Patient was complaining of pain and there was noise present during gait. He recalled there was clear evidence of metalosis present..

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.